Manufacturer narrative:
(B)(4). Reporter's complete address was not provided. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function, the device was internally flooded with liquid, the controller was faulty, the motor was worn and the coupling tool and controller switch was worn. It also observed that the device failed pretest for check the off/osc/on switch mode function and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported in the service order from (B)(6) that the motor on the small battery drive device ran even while the battery was being inserted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.